Manufacturer narrative:
Continuation of medical devices: product ID 8711, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018 product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 26-mar-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer via a manufacturer¿s representative (rep), regarding an implantable intrathecal pump intended to deliver compounded baclofen [2500 mcg/ml] at 525 mcg/day, indicated for intractable spasticity and cerebral palsy. On (B)(6) 2018, the patient¿s mother reported that during the patient¿s scheduled replacement procedure for pump at end of service life, the surgeon determined the catheter was not functional because he could not aspirate cerebrospinal fluid (csf). It was noted that the event occurred on (B)(6) 2018. It was reported that the catheter was replaced at that time. It was indicated that there were no environmental, external, or patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting were performed. It was reported that actions/interventions taken to resolve the issue included surgical replacement. No patient symptoms were reported. At the time of the report the issue was resolved, and the patient's status was listed as ¿alive ¿ no injury.¿ note that this contradicts with the report that surgical intervention occurred; the catheter was surgically replaced. No further complications were reported or anticipated. The patient¿s weight was asked but unknown. The patient¿s medical history included intractable spasticity. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider on the manufacturer's representative on 2018-may-29. It was indicated that the initial reporter's contact information would not be provided due to privacy concerns.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) on 2018-oct-16. The rep reported the cause of the event was unknown and there was no additional information available.